Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A talent bifurcate stent graft was implanted in the endovascular treatment of an unknown size aortic abdominal aneurysm. It was reported that when the patient returned for routine follow up, an angiogram preformed on an unknown date and found a leak present in the limb. The patient received treatment and was brought to operating room where two mdt limbs were implanted which is reported to have resolved the leak. As per the physician the cause of the event can not be determined. No additional clinical sequelae were provided and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the reported type iiib endoleak was confirmed; however, the exact cause could not be determined from the single still image provided. The anatomy at implant is unknown, earlier post-implant films were not provided for comparison, and lack of cine¿s during contrast injection did not allow for a more comprehensive determination of the endoleak cause. Complete recent CT¿s were not available for review; therefore, a thorough assessment of the patient¿s anatomy and stent graft in-vivo configuration could not be performed. The endoleak appears most likely to have been a type iiib fabric endoleak caused by fabric abrasion and/or crease fatigue. Fabric wear due to external abrasion from aortic calcification or from adjacent stent(s) abrading the fabric are a potential root cause(s). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.